Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had loss of therapy due to impedances. Reprogrammed around impedances and used other electrodes. It was unknown if any external or patient factors contributed to the issue. The issue was not resolved at the time of the report. Rep responded back from follow up sent. Rep reported impedance values were 40,000. Cause was unknown, nothing planned as of now to resolve issue.